Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 11 states, "wear and/or deformation of articulating surfaces." Requested but not returned by hospital.

Event description:
Patient underwent a right knee revision procedure due to dislocation. During the procedure, wear was noted on the posterior post of the tibial bearing, which the surgeon attributed to joint laxity. The bearing was removed and replaced.